Event description:
Caller reported a potential false negative troponin I (tni) result on triage sob test vs. Results from their beckman instrument. An ami pt with chest pain symptoms for 16-17 hrs had samples drawn at the same time at (B)(6) hospital that showed a difference in results. Another sample was drawn and the result was slightly higher on the triage sob test but below the customer's cutoff for tni. The customer did not perform a second test on the beckman and did not provide the sample used for the original test on the beckman to be tested on the triage sob. The pt was diagnosed as ami and transferred to another hospital on the same day. No further pt info was available.

Manufacturer narrative:
Investigation pending.